Event description:
It was reported that the physician was attempting to treat a lesion located in the svg to lad exhibiting 80% stenosis. The physician used a 3.75mm diameter x 6mm length nc sprinter balloon to pre-dialate the lesion and proceeded to deploy a stent successfully , it was reported that the physician then decided to post- dialate the lesion using the nc sprinter balloon used for pre-dilatation . The device was inflated to 12 atm for 2-3 seconds and then reportedly burst. The physician proceeded to post-dilate the stent with another nc balloon . Patient reported to be discharged and stable post status.

Manufacturer narrative:
Evaluation results: related to operational context (attempting to post dilate newly deployed stent). Patient's condition affected effectiveness of device (lesion morphology). No device returned. Conclusion results: operational context may have caused or contributed to the event (attempting to post dilate newly deployed stent). Device failure related to patient condition (lesion morphology). Unable to confirm complaint (no device returned). (B)(4).